Event description:
It was reported by a customer in (B)(6) that upon unplugging the e360 ventilator from the alternating current (ac) power supply to check the functionality of the battery, the unit stopped cycling and turned itself off. After plugging the unit to the ac power again, the ventilator turned on and started cycling. However, the screen remained dim, and the back light did not light. There was no pt involvement.

Manufacturer narrative:
The eval and repair of the unit is expected, but not yet begun. (B)(4).